Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the device history records indicates the correct material was used and met the hardness and all required specifications. The lot was inspected and conformed to incoming / final inspection. There were no complaint-related anomalies.

Event description:
Surgeon was using a 2.0mm sterile milling bit and following the technique guide when there was a sudden breakage of the device. Reportedly, the patient had hard bone. There was no patient harm, no fragments and the surgery was delayed 3 minutes. This is report 1 of 1 for complaint #(B)(4).